Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and a service history review were performed. The disconnected keypad cable was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the keypad cable was firmly reconnected. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a disconnected keypad cable. No additional information is available.